Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error at boot-up. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.